Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed. Evaluation showed that the handle was closed without having the transitional inserted and this caused the opening to become egg-shaped. Shock cushion, adjustment wrench threads, and 1/4in pin are worn. The unit needs repair, and replacement of worn or damaged parts. General maintenance and cleaning required.

Event description:
A facility reported that one attachment post for attaching to the bed came loose and was freely moving. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.